Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen cracked while the device was in the user¿s pocket, and a replacement device was arranged; the device issue involved physical damage to the display component of the pump. Symptoms included no adverse health effects. Outcomes included the need for device replacement and return of the original device using a provided shipping label. Investigation included collection of event details and user education regarding device shutdown and data handling. Investigation of this case revealed a damaged display consistent with accidental physical impact, with no functional alarm or alert behavior reported at the time. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical damage.